Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer,metal,polymer. Additional information: including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial bilateral tkr on (B)(6) 2011 and was implanted with optetrak devices in his left and right knees, including optetrak logic tibial inserts made of polyethylene. The (B)(6) 2011 arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device. Plaintiff experiences daily pain and discomfort in his knees which limits his activities of daily living and impacts his quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
H6: corrected health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event in (B)(4) cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.